Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification (intermittent). Side bail covers are broken. Lower case is broken. Lead flex o-ring was broken during inspection.

Event description:
It was reported that during testing the outputs on the external pulse generator were found to be incorrect. When programmed above certain settings the generator worked intermittently and did not reach designated output. The generator was returned for service. There was no patient involvement indicated as a result of this event.